Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex st device may have caused or contributed to the reported event. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent repair of an umbilical hernia. A ventralex st was implanted in the patient during this repair. Ni/ni/ni: patient experienced persistent wound drainage, pain, and non-healing of the wound. (B)(6) 2016: the patient underwent a wound exploration procedure. Upon visualizing the mesh the physician noted that the mesh was infected; there was puss in and around it. The physician explanted the infected mesh and repaired patient's hernia with prolene sutures. The ventralex st mesh implanted in patient failed to reasonably perform as intended. The product caused serious injury and necessitated additional invasive surgery to repair the hernia that the product was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.